Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address this and was advised by technical support to consult a healthcare professional to discuss possible factors affecting blood glucose levels.